Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace68) was kinked upon removal from the packaging of the penumbra system ace 68 hi-flow kit (kit). The damage to the ace68 was found prior to use and therefore; the ace68 was not used in the procedure. The procedure was completed using a new ace68.

Manufacturer narrative:
Results: the returned ace68 was kinked approximately 45.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a kink on its proximal shaft. This damage can occur if the ace68 is withdrawn from its packaging tray without first removing the packaging tray lid. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.